Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Pcr confirmation testing was performed (B)(6) 2022 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information : d4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 182307 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 182307 and test base part number 195-430h / lot 176596. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 182307 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.